Event description:
It was reported that patient went into cardiogenic shock. A watchman access system (was) double curve was selected for use during a left atrial appendage (laa) closure procedure. During the trans-septal cross with a non-bsc needle, the patients blood pressure dropped from 120s to 80. At this time, heart function was noted to have rapidly declined and patient went into acute cardiogenic shock of unknown etiology. No other abnormalities were noted. Patient was given another 6000 units of heparin and function continued to decline. An angiogram was performed by a cardiology interventionalist, which showed good perfusion to the heart and through all stents without new occlusions. No obvious signs as to why function was inhibited. Of note, the was was not in the patient at the initial onset of symptoms; it was introduced after cardiac function was in a compromised state. The patient was placed on balloon pump and case was aborted. Patient was transferred to intensive care unit where he improved. Future plans are to re-attempt the watchman implant. The patient recovered and has been discharged home.